Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, after the cutting balloon was delivered to the target lesion but before it was dilated, it was found that there was blood return at the connection between the y-valve and the pressure pump. Immediately, the cutting balloon was removed for pressurization with a syringe outside the body, and it was found that the balloon was leaking and had ruptured. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection identified no issues. Microscopic analysis of the balloon identified pinhole at 2mm proximal of the proximal markerband during the inflation attempt. The device failed to inflate fully due to a pinhole in the balloon material. No other device issues were identified during returned product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available. The reported event may have occurred during preparation when removing the product mandrel or during advancing of the device over the wire. However, since the customer indicated no device inflation was performed a clear cause for the damage cannot be established.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, after the cutting balloon was delivered to the target lesion but before it was dilated, it was found that there was blood return at the connection between the y-valve and the pressure pump. Immediately, the cutting balloon was removed for pressurization with a syringe outside the body, and it was found that the balloon was leaking and had ruptured. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6).